Event description:
It was reported that the pump used to last 77-79 days and now it was lasting 126 days; "that means something has changed¿. The patient wanted his old pump back; the new pump was ¿not working¿ and ¿it¿s not doing its job¿. The patient was having a lot of pain. The patient fell in (B)(6) of 2012 on his front steps. The patient didn¿t know if his catheter dislodged or if his disk popped out worse than it was. A pharmacist told him that 2 things could happen; the drug could expire or was made by a different manufacturer. At refills, there was ¿quite a bit¿ of medication left in the pump; ¿there¿s about a quarter in the syringe that is being tossed¿. When the patient was comparing a telemetry strip from his old pump with his new pump; differences were noted. The new pump was bigger than the old pump; the patient¿s dose was slightly higher than it was with the old pump; the concentration was higher; and the cal constant was different (it was 118 and now it was 116). The patient stated that the hcp (healthcare provider) had upped the pump, but took one of his vicodin away. He used to take four per day for breakthrough pain; now he only took three. The catheter had been implanted since 1997. The patient had had 3 x-rays and they told him ¿well we can¿t find it¿. The patient stated it felt like he was laying on a rock and at his next refill he was going to request a catheter change because ¿it¿s obviously gotta be the problem¿. The device system was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the patient had no significant volume discrepancies. The reporter stated that sometimes there was a 0.2 ml difference. The reporter further stated they were aware the patient mentioned a fall back in 2012, but there was no testing done because there were no issues with the pump. It was noted the patient had not had any withdrawal symptoms. It was noted the patient had a major cardiac history and they were limited on how much pain medication they could have. The reporter stated the patient was not always reliable about showing up for their refills so they are always scheduled a little early. The reporter further stated that was why it looked like so much was taken out of the pump. It was noted that around 5 ml was usually taken out of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l43074, implanted: (B)(6) 1997, product type: catheter. Product ID: 8703w, lot# l43074, implanted: (B)(6) 1997, product type: catheter. (B)(4).